Event description:
During the index procedure in. Pact av access was used to treat the left arm. Approximately 5 months post procedure patient suffered interventional radiology fistulagram with percutaneous transluminal angioplasty. Patient was treated with percutaneous intervention. Diagnosis: end stage renal disease problem (s) with the dialysis circuit: recurrent arterial. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 24 apr 2025: adverse event term updated to: left radio-cephalic arteriovenous fistula with long segmental diameter r eduction stenosis. A fortrex balloon was later used to treat the left arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.